Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, from the device inspection result, it is possible that the endoscopic image was not displayed because the electronic circuit was destroyed by water entering through the hole in the camera cable and communication failure between the video system center and the camera head occurred. The perforation in the camera cable may have been caused by reprocessing or storing the device together with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against the perforation in the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the camera cable near the camera head body was damaged. The camera cable was not water tightness. The coupler unit was off the shaft. The cable unit and coupler need to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The device was not used for the intended procedure. There was no report of patient injury associated with the event. Then, olympus inspected the device at the service department of olympus (B)(6) and found that the endoscopic image disappeared temporarily.